Event description:
An ipp device was implanted on 3/10/94. The reservoir and pump were revised on 10/28/96. The cylinders and pump were removed from the pt on 2/20/97 due to a penile prosthesis failure.